Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the date and time had changed on her pump and the pump history was noted to be inaccurate. There was no reported impact to the customer's blood glucose level.